Event description:
Was brought new off the internet. Medical scooter. This is a complaint: (B)(4). Scooter: model no s549, serial no (B)(4), purchased on (B)(6) 2009. Dealer: (B)(6). This equipment (medical) has a bad performance characteristic. The "batt" is all charged up but will not move forward or backward. I am only purposed to walk one block. Triple bypass heart. Senior citizen, (B)(6).